Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-06-05 (B)(4): information was received from a consumer on (B)(6) 2020 regarding a patient receiving dilaudid (6mg/ml at an unknown dose) via an implanted infusion pump. It was reported that the patient's previous pump was replaced due to normal battery depletion on (B)(6) 2019 and the replacement pump was put in the same pocket. The patient's body rejected the new pump and the patient was in the hospital for a month in intensive care. The patient was diagnosed with an infection and was septic. The patient had reportedly suffered permanent damage to their intestinal tract and their intestine could not absorb nutrients since the infection. The patient had since seen a new healthcare provider (hcp) but was not scheduled to be implanted yet. The patient was afraid they would get another infection if they had a pump implanted again. No further complications were reported or anticipated.